Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl at the time of incident. The customer¿s current blood glucose value was 121 mg/dl. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value with food. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer uses auto mode. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported insulin pump was not worn during a medical procedure. Customer stated insulin not dripping or squirting from end of set before connecting at their site. The customer had issue with insulin pump and transmitter not responding. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.